Event description:
Patient states 'shocked several times and lead is fractured. Followup with the hcp indicates oversensing and high impedances were noted as well as inappropriate shocks. Lead fracture was suspected. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or increased risk of death, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event.

Event description:
Patient states 'shocked several times and lead is fractured. Followup with the hcp indicates oversensing and high impedances were noted as well as inappropriate shocks. Lead fracture was suspected. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or increased risk of death, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event. Additional information received reported an allegation from an attorney indicated the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: patient states 'shocked several times and lead is fractured. Followup with the hcp indicates oversensing and high impedances were noted as well as inappropriate shocks. Lead fracture was suspected. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. A lawsuit further alleged that the patient "sustained and will continue to sustain severe physical injuries and/or increased risk of death, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing. Device remains activated. Shock, inappropriate.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.